Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a patient who underwent a thrombectomy procedure on (B)(6) 2024 in which a react-71 aspiration catheter was used. Post thrombectomy head computed tomography (CT) was suggestive of bilateral cerebellar hemisphere infarction with obstructive hydrocephalus. The patient underwent craniotomy decompression and ventricular drilling for external drainage neuro surgery. The event prolonged the patient's hospital. Event was noted to be resolving. Site assessment concluded the event had a causal relationship to the patient disease under study and was not related to the device(s) or the procedure. However, the study sponsor assessment concluded the event was possibly related to the index procedure.

Event description:
Additional information received reported that the patient's mrs score was 0.

Manufacturer narrative:
A2: patient's date of birth is year valid. A4: correction to patient weight. B2: correction to add life threatening. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.